Event description:
The catheter was placed into the pt's stomach. After 120 days, upon removal from pt, the dome was separated from the catheter and remained in pt, the dome was removed with an endoscope and no effect seen on pt. Replaced with another 20fr. Peg.